Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that a cam-lobe was significantly bent, and a severe abrasion was observed on the mating surface of the actuator. This damage suggests that the user exerted excessive force while attempting to deploy the implant against a rigid obstruction such as a spinous process. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Manufacturer narrative:
Correction to the initial MDR in block b5. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that a cam-lobe was significantly bent, and a severe abrasion was observed on the mating surface of the actuator. This damage suggests that the user exerted excessive force while attempting to deploy the implant against a rigid obstruction such as a spinous process. A labeling review was conducted and revealed no anomalies. The instructions for use (IFU) specify that deployment should never be forced, as doing so may result in implant breakage or damage to surrounding bony structures. If resistance is encountered during deployment or if the device is positioned suboptimally, the implant should be completely closed before repositioning and redeploying. Additionally, the IFU cautions against attempting to adjust the device position by gear-shifting the inserter (i.e., gross cranial, caudal, or lateral articulation). The mechanical leverage provided by the inserter length may be sufficient to damage the implant or adjacent anatomy. Excessive stress on instrumentation should also be avoided. If resistance occurs during deployment of the superion implant, it may indicate interference between the implant and bony anatomy, such as the lamina or a hypertrophic spinous process, or suggest suboptimal implant positioning.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.